Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional information have been requested from the healthcare provider; however, no additional details have been provided at this time. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3000 pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tpvr was performed with a 29mm 9600tfx transcatheter valve with perfect placement and fantastic results.

Manufacturer narrative:
H11: corrected data ¿ replaced h6 result code 180 with 3221. Removed h6 method code - 3331.